Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous first diagonal branch. A 32x2.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Upon removal it was noted that the "device was flared." The procedure was completed with a different device. There were no patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. A strut row at the distal end of the stent was misaligned. The hypotube was kinked along it¿s entire length. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous first diagonal branch. A 32x2.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Upon removal it was noted that the "device was flared." The procedure was completed with a different device. There were no patient complications and the patient's status is good.